Event description:
It was reported that two loosened screws were replaced and a device was implanted. In addition, it was reported that the patient underwent a third surgery due to the spacer migration. The spacer was replaced without any incident. The surgery consisted of a plif and implanted levels of l4-l5.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.